Manufacturer narrative:
This report is a response to uf report # (B)(4) which was reported to amt by the initial reporter on 02/03/2021. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt reached out to the reporter and retrieved the failed device for analysis. The device was analyzed and the reported failure was confirmed. A device history review was performed for the lot with no anomalies detected in the record. Based on the provided information, the reported problem did not occur due to a manufacturing defect, but due to a combination of excessive stress and patient/environment usage conditions. Complaint # 20210114 was assigned to this report. We will provide additional information to the FDA additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
Per the original uf report #: (B)(4): "describe the event or problem: per mother of patient, plastic ring that holds the feeding tube into the jejunal port of the g-j button broke and fell out. No longer able to feed child and had to be replaced urgently. What was the original intended procedure? : small intestinal endoscopy with conversion of percutaneous gastrostomy tube to percutaneous jejunostomy tube ((B)(4))]"